Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that broken probe head before vitrectomy surgery. The procedure type and other surgery details were unknown. There was no information about patient impact. Additional information was requested but non-received till date.